Event description:
It was reported that the patient developed a hematoma of the iliac muscle on (B)(6) 2023. The patient was hospitalized and treated with embolization and percutaneous catheter drainage. The bleeding resolved on (B)(6) 2024.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding event could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. This IFU lists bleeding as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the hematoma was spontaneous and had no traumatic cause. The patient had not yet been discharged.